Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced their perineum wound was not healing properly upon implant. The patient was prescribed antibiotics at this time. Approximately a month later, the physician suspected the pump was malpositioned and preformed a revision to reposition the component. The revision resulted in patient concern and anxiety. No further information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced their perineum wound was not healing properly after implant. The patient was prescribed antibiotics at this time. Approximately a month later, the physician suspected the pump was malpositioned and preformed a revision to reposition the component. The revision resulted in patient concern and anxiety. No further information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced improper healing of their perineum wound following the implant procedure. The patient was prescribed antibiotics at this time. Approximately a month later, a revision surgery was performed to reposition the pump, as it had not been placed in the correct location initially due to scar tissue from his previous procedures. The revision resulted in patient concern and anxiety. No further information was provided.

Manufacturer narrative:
Corrected b5: describe event or problem.